Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the diameter of the catheters were larger than usual, making the catheters unusable.

Manufacturer narrative:
The reported event is confirmed as manufacturing related. Visual evaluation of the returned sample noted an unopened (sealed, original packaging) unused catheter kit. The kit was opened and the catheter was inspected. No visible defects were noted. The diameter of the returned catheter was measured (0.2175") and found to be out of specification. The french size of the catheter was also measured (17 fr) and was also found to be out of specification (15 fr). The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "do not use if package is damaged. Single use do not resterilize rx only"

Event description:
It was reported that the diameter of the catheters were larger than usual, making the catheters unusable.